Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticm5_13.2 implantable collamer lens, -14.0/+2.0/089 (sphere/cylinder/axis) into the patient's right eye (od), it tore. It was removed intraoperatively and there was no patient injury. This occurred on (B)(6) 2020. An alternate lens was successfully implanted and the problem is resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn on the lens surface. Claim# (B)(4).